Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that after the patient changed system controllers, the backup system controller took over a minute to start. It alarmed to contact the hospital, and no green circle (pump running symbol) was noted. The system controller was exchanged at the outpatient department.

Manufacturer narrative:
The reported event of the patient¿s system controller taking over a minute to start up was confirmed. The evaluation of the system controller revealed an internal issue with the printed circuit board (pcb) which has the potential to result in the reported atypical behavior. The log file retrieved from the system controller contained approximately fourteen hours of events, recorded on (B)(6) 2014. The first recorded entries revealed that after the driveline was connected, the system controller struggled to start the pump (recorded actual speed increased from 0 rpm to 3220 rpm and back to 0 rpm). This atypical behavior lasted for approximately two minutes and then the system initiated operation at 9200 rpm. The remaining data captured in the log file revealed normal system operation. Similar incidents have been identified and a corrective action has been implemented to address the issue. This system controller was manufactured prior to the implementation of this corrective action. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.